Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Reporter alleged obtaining the results of 23 mg/dl and 76 mg/dl back to back within 10 minutes on the compact plus system. Reporter alleged obtaining the results of 150 or 160 mg/dl and 91 mg/dl back to back within 10 minutes on the same compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during a laparoscopic colon procedure, all instruments with all reloads cut but did not staple, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient. Three devices and twelve reloads will be returning.